Event description:
One month s/p insertion ICD pt presented with multiple inappropriate shocks due to mechanical complication of automatic implantable cardiac defibrillator. ICD turned off to prevent add'l shocks and pt admitted to telemetry for monitoring. EKG found device consistent with sensing malfunction. Pt underwent eps testing but mechanism of malfunction could not be elucidated and system was therefore, removed and a new ICD placed. Pt discharged home on (B)(6) 2004.